Event description:
It was reported, "the scrub nurse mixed the cement monomer and polymer with a suction cannula which is made of plastic and then poured into cement gun chamber for use for an exeter stem. The surgeon injects the cement into the femoral canal at 3 mins and complained that the cement did not seem right. He usually implants the exeter stem at 5 mins, however, waited until 6 mins because the cement appeared as it would at 3 mins. The remaining cement in the cement gun chamber was then removed to assist in indicating setting time at 9 minutes it was still pliable and could easily be pulled apart. At 17 mins remnants of cement from the femoral canal had gone hard, however, the remaining cement from the cement gun went hard at 19 mins when it went hard, it usually gets so hot that you are unable to hold it, however the cement from the gun was able to be held throughout the process."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.